Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was returned for analysis. The balloon protector cap was not returned for analysis. A visual examination identified that the balloon was tightly wrapped and was not subjected to positive pressure. A visual examination revealed that the midshaft was broken at 249 mm proximal to the tip (at the guide wire exit port). It was noted that the midshaft was stretched for a distance of 0.5 mm either side of the break point. This type of damage is consistent with excessive force being applied to the delivery system during balloon protector removal. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that a balloon protector cap was difficult to remove and the shaft was stretched. The 90% stenosed target lesion was located in an moderately tortuous and mildly calcified popliteal artery. A 4.00mm x 1.5cm x 140cm small peripheral cutting balloon¿ was selected for use. During preparation, resistance was encountered while removing the cap from the device. When the cap was removed forcibly, it was noted that the shaft was stretched. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, device analysis revealed a broken midshaft at 249 mm proximal to the tip.